Event description:
It was reported that during a da vinci s surgical procedure, broken wires were noted on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed that the damaged instrument component was a frayed grip cable. The grip cable is frayed at the distal idler pulley. The frayed strands sticking out at the wrist. Other cables at the wrist are not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.